Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: void 1 mm in non-textured, yellow particles device inner surface, creases, wear abrasion and one curved opening. Leak test and microscopic analysis was performed which identified: one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening assessed as unidentified (tear) opening. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported deflation, "bilateral pain and visual deformity." This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported deflation, "bilateral pain and visual deformity." This record is for the left side. Device has been explanted.